Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) and right ventricular (rv) pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This crt-d lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) and right ventricular (rv) pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This crt-d lead remains in service. No adverse patient effects were reported. Additional information was received that there was a rv morphology change from previous presenting electrograms (egms) and a deflection on the rv channel indicating possible loss of capture (loc). Ts recommended in office isometrics testing along with a chest x ray. Thie crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) and right ventricular (rv) pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This crt-d lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) and right ventricular (rv) pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This crt-d lead remains in service. No adverse patient effects were reported. Additional information was received that there was a rv morphology change from previous presenting electrograms (egms) and a deflection on the rv channel indicating possible loss of capture (loc). Ts recommended in office isometrics testing along with a chest x ray. Thie crt-d remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) and right ventricular (rv) pace impedance measurements of greater than 2,000 ohms and shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this was not affecting therapy and no noise was observed. This crt-d lead remains in service. No adverse patient effects were reported. Additional information was received that there was a rv morphology change from previous presenting electrograms (egms) and a deflection on the rv channel indicating possible loss of capture (loc). Ts recommended in office isometrics testing along with a chest x ray. Thie crt-d remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.